Event description:
Helpline received consecutive service error code. Customer care called the patient and the patient confirmed the error code. The patient further reported that they had just removed the battery when they got the service error code and alert continued. The issue was not resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.